Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone (B)(6) e.1. Initial reporter fax (B)(6) h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd micro-fine¿+ insulin syringe 0,5ml 0,30mm (30g) x 8mm u-100 10x10count had a foreign body on the tip the needles in two syringes. The following information was provided by the initial reporter, translated from german to english: we are purchasing your device bd micro-fine + insulin syringe inside sterile u-100 0.5 ml ( 30 g x 8 mm; 10 x 10) with the ref (B)(4). We noticed the following quality defect today: at the tip of the cannula of 2 syringes there is a tiny foreign body (fiber of unclear origin), protruding laterally and approx. 1-2 mm long. Lot concerned: 2255759 expiry date: 09/2027

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd micro-fine¿+ insulin syringe 0,5ml 0,30mm (30g) x 8mm u-100 10x10count had a foreign body on the tip the needles in two syringes. The following information was provided by the initial reporter, translated from german to english: we are purchasing your device. Bd micro-fine + insulin syringe inside sterile u-100 0.5 ml ( 30 g x 8 mm; 10 x 10) with the ref (B)(4). We noticed the following quality defect today: at the tip of the cannula of 2 syringes there is a tiny foreign body (fiber of unclear origin), protruding laterally and approx. 1-2 mm long. Lot concerned: 2255759. Expiry date: 09/2027.